Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('tubes gone with coils they were coming out of my tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("bled for 12 days"), erythema ("the redness did show up when I had essure. Still not gone tho"), allergy to metals ("the nickel!! I was allergic"), hot flush ("the red was because I was hot") and swelling ("I was super swollen") and was found to have weight increased ("gained 4 lbs"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation had resolved, the weight increased, allergy to metals, hot flush and swelling outcome was unknown and the erythema had not resolved. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered allergy to metals, device dislocation, erythema, hot flush, swelling and weight increased to be related to essure. The following information was received from social media gained 4 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('tubes gone with coils they were coming out of my tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("bled for 12 days"), erythema ("the redness did show up when I had essure. Still not gone tho"), allergy to metals ("the nickel!! I was allergic"), hot flush ("the red was because I was hot") and swelling ("I was super swollen") and was found to have weight increased ("gained 4 lbs"). The patient was treated with surgery (essure removal). Essure was removed on 16-nov-2016. At the time of the report, the device dislocation had resolved, the weight increased, allergy to metals, hot flush and swelling outcome was unknown and the erythema had not resolved. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered allergy to metals, device dislocation, erythema, hot flush, swelling and weight increased to be related to essure. The following information was received from social media gained 4 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Events device dislocation, erythema, allergy to metals, hot flush, swelling were added. Event medical device removal was deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of essure coils'), device dislocation ('tubes gone with coils they were coming out of my tube') and fallopian tube perforation ('left fallopian tube perforation by essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, perineal pain, uterine bleeding and fallopian tube perforation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("bled for 12 days"), erythema ("the redness did show up when I had essure. Still not gone tho"), allergy to metals ("the nickel!! I was allergic"), hot flush ("the red was because I was hot") and swelling ("I was super swollen") and was found to have weight increased ("gained 4 lbs"). The patient was treated with surgery (diagnostic dilation and curettage with hysteroscopy and laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, weight increased, allergy to metals, hot flush and swelling outcome was unknown, the device dislocation had resolved and the erythema had not resolved. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered allergy to metals, device breakage, device dislocation, erythema, fallopian tube perforation, hot flush, swelling and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2016. The following information was received from social media gained 4 lbs quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of essure coils'), device dislocation ('tubes gone with coils they were coming out of my tube') and fallopian tube perforation ('left fallopian tube perforation by essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, perineal pain, uterine bleeding and fallopian tube perforation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("bled for 12 days"), erythema ("the redness did show up when I had essure. Still not gone tho"), allergy to metals ("the nickel!! I was allergic"), hot flush ("the red was because I was hot") and swelling ("I was super swollen") and was found to have weight increased ("gained 4 lbs"). The patient was treated with surgery (diagnostic dilation and curettage with hysteroscopy and laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, weight increased, allergy to metals, hot flush and swelling outcome was unknown, the device dislocation had resolved and the erythema had not resolved. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered allergy to metals, device breakage, device dislocation, erythema, fallopian tube perforation, hot flush, swelling and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2016. The following information was received from social media gained 4 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: mr received: events: fallopian tube perforation, device breakage added. Medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("bled for 12 days"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added., event added: bleed for 12 days. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced menorrhagia ("bled for 12 days") and was found to have weight increased ("gained 4 lbs"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered medical device removal and weight increased to be related to essure. The following information was received from social media gained 4 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- gained 4 lbs. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy full') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case became incident. Previously reported event injury nos was updated with new event: medical device removal. Reporter information updated. Patient demographic added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.